Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: reported by the customer: event: error e2 message. Device stopped working in the procedure. No adverse events. P/n #: 0220210000i, s/n: 16l521934. Summary of evaluation: e2 error ¿ water ingress at the main board, unable to program device, worn lightpipe. Replaced the led module, main board and lightpipe, programmed led module / main board. Device will be shipped back to the customer. Probable root cause: light cable, optics, leds, main board, jaw assembly, bent esst contact, inconsistent esst contact, cable pull out, camera head, firewire cable, software, front board, power supply, thermal switch, ac inlet board, ac inlet filter, touch screen, workmanship, inadequate air flow , inadequate calibration, excessive lint buildup inside the unit, use errors. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.